Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a minimum fill message occurred. Reportedly, the cartridge was not under filled. Customer's blood glucose was 302 mg/dl. A new cartridge was loaded and the alarm was cleared to address the event.